Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated the UDI number is not known as the part and lot number were not provided the additional patients referenced in the article are filed under a separate medwatch report number. Attachment: article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture"na.

Event description:
This is filed to report septic shock and renal failure. It was reported in a research article that a patient underwent transcatheter edge-to-edge repair (teer) to treat severe mitral regurgitation with a grade of 4+, partial rupture of the posteromedial papillary muscle, flail on posterior (p2 and p3) scallops and bileaflet prolapse. Prior to procedure, the patient was presented with hypertension, dementia, chronic obstructive pulmonary disease, and chronic renal disease and chest discomfort with cardiogenic shock. An xtr mitraclip was implanted at a2-p2, and an ntr was implanted at a3-p3. The final mr was reduced to a grade of <1 . On the first day after the procedure, the patient was weaned off vasoactive medications, and the intra-aortic balloon pump (iabp) was removed. However, the hospital course was then complicated by septic shock and worsening renal function. The family declined hemodialysis, and the patient was transitioned to comfort care and subsequently expired. Per the article, mortality was unrelated to the device or procedure. Details are listed in the attached article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported septic shock and renal failure could not be determined. The reported unrelated death appears to be due to the renal failure. The reported patient effects of shock, renal failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.